Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was approximately 200 mg/dl. Reportedly, customer changed cartridge to address the issue.